Event description:
Product purchased in June 2026. Used microneedle patch 3 times. On the 3rd time, redness appeared on my lower left eyelid (not the right - so no allergy). I stopped using the product. Went to doctor 2 days later and received low dose antibiotics and steroids. Issue did not resolve. Went back to doctor - stronger doses were prescribed. A week later, issue was not resolved, so I went to my Optometrist. More remediation was prescribed. Issue persisted and was referred to eye specialists (Cincinnati Eye Institute). By this time, the infection had subsided, but has now turned into a large Chalazion, which will likely require surgical intervention. I have an appointment in 2 weeks. During this time, I contacted the company several times to get a phone number. They do not list one on their website, nor will they provide one upon request. In their delayed email responses to me, they offer no support. They advertise on Facebook and I am thinking this is not a legitimate company. I did file this same case with FDA by phone. The case number is: (B)(4). I also submitted the same case through this same form several weeks ago, but have not heard back. Appreciate if the FDA can contact me. / Product details: Microneedle patches. Product shipped loose in a shipping pouch. Not packaged in a box with company labeling, nor any product information.Oros Men. Website is tryoros.com.